Manufacturer narrative:
(B)(4). This medwatch report also includes 18 corrections for previously submitted events. If additional information is received, follow-up reports will be submitted to the FDA.

Event description:
Attorneys have alleged that their clients suffered injuries associated with da vinci surgical procedures. These claims do not involve reportable deaths or malfunctions. These allegations were received by intuitive surgical, inc.(isi) between april 1, 2015 - july 1, 2015. For those claims where procedure dates are provided, the dates range from (B)(6) 2010 to (B)(6) 2014.